Event description:
Additional information was received from the patient on (B)(6) 2024 and (B)(6) 2024. Reprogramming had been attempted to resolve the lead movement, but reprogramming did not work. The pt was going to meet with their doctor on (B)(6) 2024 to discuss next steps with their doctor. Pt provided their weight. No further information has been provided.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that on (B)(6) , their rep came to their pain clinic to reprogram their right side of their stimulator. Patient stated that it's been over a week and a half and they are still not feeling any relief on the right side or any stimulation and they were told to call back. Agent asked patient if they had tried adjusting their settings and patient stated yes, they have tried increasing the stimulation up to 4, 5, 6 and they still are not feeling anything. Patient stated that they have an appointment with their physical med doctor monday and plan to ask for another month or 2 off of work due to the pain from their back. Patient followed up by saying that they have already been off of work since (B)(6) due to their back pain. Patient noted that they want to see if their rep can assist them with more potential reprogramming of their stimulator. Patient mentioned that they do feel a little bit bet ter but that they do not want to have a setback. Agent asked when this issue started for the patient; patient said that the issue started since maybe summer. Patient followed up by saying that the first notified their rep in (B)(6) . Agent offered to email their rep and other reps in the area to assist with this issue; patient accepted. The issue was not resolved. Agent sent an email to local reps and redirected the patient to their managing hcp to further address the issue. Additional information was received from the patient. It was reported that the right lead has moved to the left side. They are waiting to hear from their hcp to resolve this problem. The issue has not yet been resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2019 : product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial (B)(6) ubd: 10-jul-2023, (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was scheduled for an MRI of their thoracic and lumbar area. Patient repeated prior information that they were having problems with their lead because the lead on the right side shifted over to the left side. Patient said they talked to their pain doctor and they were going to refer patient to a surgeon because patient had a lot of scar tissue buildup there and that was the reason why the lead was not working at the right site. Patient was going to clear the scar tissue out and realign their lead on their right side. Patient reviewed MRI guidelines and walked them through entering MRI mode.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that their healthcare provider (hcp) now wanted to replace their right lead with a paddle lead in order to resolve the patient not getting relief on the right side.

Event description:
The devices were returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019; explanted: (B)(6) 2025. Product type- lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID (B)(4) serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID (B)(4) serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.